Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt heard an alarm sound and noted that the therapy was not effective any more. The pump contained morphine 10 mg/day. It was noted that a rotor stall had occurred. "It was verified radiologically that the catheter was well positioned with no granulomas or kinkings. Since the estimated time before pump eri (estimated replacement indicator) was only 4 months, it was decided not to do any diagnostic tests and to substitute the pump." The pump was subsequently replaced on (B)(6) 2010; "therapy became effective again" and "pt is well."